Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. Physical or chemical stress was applied to the device. The storage environment of the user facility was poor. The device was degraded with age. If additional information becomes available, this report will be supplemented.

Event description:
The coating of the insertion tube was partially peeled off. The service department of olympus checked the subject device and found the reported phenomenon. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.